Manufacturer narrative:
Based on manufacturers investigation, no root cause could be identified. As the used lens(es) directly involved in the incident were not returned to the manufacturer, it is unclear if the lens(es) involved were subject to a device failure or malfunction. The relationship between the coopervision device and the adverse event is unconfirmed. Coopervision does not plan to take any formal remedial corrective or preventative action, including field safety corrective action. Should additional information become available that requires corrective or preventative action, including any necessary field safety corrective action, coopervision will inform FDA via a follow-up report.

Event description:
The patient experienced symptoms of redness, blurred vision, and watering of the left (os) eye. She showed clinical signs of mild to moderate epithelial staining with significant central staining and was diagnosed with keratitis, no corneal scaring or opacification noted in clinical findings. The patient was treated with lotemax ophthalmic solution and lubricating eye drops and advised to discontinue lens use for 30 days. The healthcare provider indicates that the patient experienced a temporary decrease in visual acuity and non-infectious ulcers in the peripheral cornea as well as medical intervention or medications were required to treat, prevent, or preclude permanent impairment of eye function or structure from the condition of a central corneal injury penetrating bowman's layer. The incident has fully resolved and did not result in any permanent injury or impairment.